Event description:
It was reported that five (5) large volume infusors under-infused; further described as "high residuals". This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The device contained cefazolin 6000mg in sodium chloride 0.9% for a total volume 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured july 22-23, 2024. H11: five (5) actual devices were received for evaluation containing 50, 60, 68, 71 and 135 ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on all devices and the flow rates were found to be within the product specification range. The devices were found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.